Manufacturer narrative:
A batch review of the finished good lot and components could not be performed as the lot was reported as unknown. No photos of the surgery site or dehisced incision were provided for review. Lot details were not provided to review retained samples. No sterile samples were returned for review. If samples or photos become available at a later time, they will be reviewed, tested and the details will be included as part of the investigation file. A follow-up report will be submitted at that time. ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: ¿ the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. ¿ the surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. ¿ other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning section in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support¿. Without receiving the lot code details so device history record and retained samples could be reviewed/tested, receiving sterile samples from the same lot to review/test, receiving photos of the suture/incision(s) post-operative, or receiving detailed information regarding the pre-operative preparation of the device, procedure(s) performed, placement of the suture in the tissue, patient¿s health history or quality of the tissue where material was placed, method of anchoring the device in the tissue, post-operative activities or events that may have occurred that attributed to the adverse event or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Our distributors sales rep reported that they had a revision that left tka to liner dissociation. Suffered a arthrotomy dehiscence. He underwent revision with liner exchange and arthrotomy closure on (B)(6) 2023.